Event description:
On 7/1/93, due to catheter separation/fracture, an attempt was made to remove the pt's catheter. The dome port and tubing connector were removed leaving behind the catheter tubing which had progressed further into the heart. The catheter had been originally implanted at this facility on or about 7/27/93 in order to administer the cardiac drug, dobutrex. This pt is diagnosed as "end-stage cardiac." On 9/3/93, pt was transferred to hosp. The remaining portion of the catheter will be removed surgically at hosp by a dr, cardiologist. Removal by angiographic techniques will be attempted first and open-heart surgery later, if necessary. Pt's family has sought the help of legal counsel and a lawsuit seems inevitable.